Manufacturer narrative:
This report is being amended to reflect changes in sections. No devices or photos were returned therefore a determination on the condition of the components could not be made. Review of the device history records did not find any deviations or anomalies. No other complaints of any type have been reported for the provided lots. The devices were used for treatment. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified devices caused any patient infection. A definitive root cause cannot be determined with the information provided. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. (B)(4). Other devices used: catalog #00434903600, zimmer tm reverse shoulder poly liner, lot #62744079; catalog #00434903611, zimmer tm reverse shoulder glenosphere, lot #62788750; catalog #00434903811, zimmer tm reverse shoulder baseplate, lot #62825849. This report will be amended when our investigation is complete.

Event description:
It is reported the patient underwent the first stage of a two stage revision for infection. A cement spacer was placed.